Event description:
A diabetes educator from a diabetes camp called stating the buttons on customer's insulin pump are unresponsive. Customer's blood glucose level is 125 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. The insulin pump received with minor scratches on display window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.